Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The technical examination and the electrical measurements carried out did not reveal any indications of an impermissible leakage current which causes a tingling sensation or similar symptoms. In addition, we could not detect any undefined or unspecified current path in the given case that could cause an electric shock or a harmful electrical situation for humans when the x10 plug was inserted. The detected hardware defect on the generator could not build up any voltage that could lead to a hazard by touching it. In addition, the connector x10 is insulated. The detected hardware defect was on the d80 board of the m25 generator. During the examination of the returned system, two defective bipolar transistors with insulated gate (igbt) v3 and v4 were detected on the d80 board of the x-ray generator. The overload of the electronic components was caused by an improbable interplay of circumstances (charged intermediate circuit of the generator + shaking back and forth when connecting the line power + sporadically undefined state of the circuit + simultaneous switching of v3 and v4). This error occurs in the field rarely. A modified version (04) of the d80 is used for production and spare parts storage. This new version prevents the occurrence by preventing the simultaneous switching of v3 and v4 and thus their destruction. The affected hardware (m25 generator (incl. Fuses for elko)) had been exchanged and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as the affected components have been exchanged, the stock has been cleared and production uses the new version (04) of d80 only.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. After disconnecting the main cable from the c-arm during system on, the nurse reported a tingling sensation in her arm. After which, the system was not usable. There is no report of impact to the state of health of any patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.